Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Display was not blank for less than 30 seconds and did not returned. Insert battery alarm displayed on insulin pump screen. Contacts on battery cap was not missing and damaged. Customer also reported critical pump error alarm. Insulin pump also had a damage from the lip of the battery compartment and down the pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black pump type = ngp customer returned pump for an alleged critical pump error (open book image) alarm, blank display and cosmetic damage located at the lip of the pump found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on pcba 1, pcba 2, or force sensor. Successfully utilized thump to download history files, traces and comlink3 files. Unable to determine alarm that triggered critical pump error (open book image) alarm, problem isolated to the electronic stack. Force sensor zero offset within specification 23mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube) and label damage(end cap address label fading). Blank display was not confirmed, however, critical pump error (open book image) was confirmed. Unable to determine alarm that triggered critical pump error (open book image) alarm, problem isolated to the electronic stack. Cosmetic damage was confirmed, cracked case (battery tube) was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for he analysis.